Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1ml of juvéderm® ultra xc. The patient swelled immediately after injection and was described as ¿severe¿. The patient was treated with an antihistamine and condition resolved. The swelling recurred one month later. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) emdr (B)(4). This emdr is being submitted for the second event of swelling recurred one month later.